Event description:
It was reported that during a surgical procedure at the user facility that the device was overheating during use. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility, the device was overheating during use. The procedure was completed successfully using back-up equipment. No clinically significant delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.